Event description:
It was reported that a lcs1s was used during a laparoscopic colectomy. It was reported by the affiliate that the instrument cut the tissue but did not coagulate by the blade. A new blade was used to complete the case.there was no consequence to the pt.